Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 375-458 mg/dl with large ketones. Prior to going to the ER the customer delivered a bolus in attempt to resolve the reported issue. While in the ER the customer was treated via intravenous insulin and saline and was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the cause for the issue was due to a cartridge alarm occurring during insulin delivery. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.